Manufacturer narrative:
The device has not yet been explanted. If it should be, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient has an intense change in the sound from her implant when she moves her head back. Testing confirmed that the implant has malfunctioned.